Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. During the call, the device signal restored itself. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.